Event description:
Frame adapter used in gamma knife delivery was discovered to not be in the correct position but was locked. The manufacturer stated that it could not be locked if not in correct position. The frame adapter used in the procedure was a new product. The older adapters could not be locked if not in correct position.